Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that only the down arrow button was responding and was able to deliver a bolus. Customer reported of receiving a no delivery alarm and was not able to clear due to buttons not responding. Customer's blood glucose was unknown. Customer reported of getting pushed into a swimming pool while wearing insulin pump. After troubleshooting, customer was advised that insulin pump would need to be replaced.